Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 480 mg/dl. The customer¿s current blood glucose value was 380 mg/dl. The customer did experienced symptoms such as confusion, feeling sick, vomiting, headache, tired, weak, pain and increased thirst. The customer treated high blood glucose value with insulin drip and manual injection and insulin pen. The customer was using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.